Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. It was reported that a patient underwent a right sided atrial flutter (r-afl) ablation procedure with a carto 3 system and a map shift issue occurred. It was reported by the customer that during the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was being inserted and advanced through the medtronic flex cath advance steerable sheath (non-bwi product), a red flashing light was observed on carto 3 screen which indicated a high force. No information of force could be recorded via the carto 3 system. The cable was replaced, and the issue remained. The thermocool® smart touch® sf bi-directional navigation catheter was replaced, and the issue resolved. It is suspected that there was a kink in the sheath when the thermocool® smart touch® sf bi-directional navigation catheter was reinserted into the body which might have caused the error. It was also reported a that a map shift occurred on the carto 3 system during mapping without any error messages begin given. The physician refused to create new geometry and the case was completed with fluoro. The approximate difference in catheter location before and after map shift is unknown. No patient movement or cardioversion occurred prior to the map shift. No patient consequences were reported. Device evaluation details: the study data was requested by the device manufacturer to investigate the issue. It was confirmed that the work station was transferred to quest repair center, and was reinstalled. Bwi representative also confirmed that the piu was replaced since then due to another complaint and the issue was not duplicated since then. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #14262 was reviewed. No similar complaints were found there out of 19 additional complaints. A manufacturing record evaluation was performed for the system 14262, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial flutter (r-afl) ablation procedure with a carto 3 system and a map shift issue occurred. It was reported by the customer that during the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was being inserted and advanced through the medtronic flex cath advance steerable sheath (non-bwi product), a red flashing light was observed on carto 3 screen which indicated a high force. No information of force could be recorded via the carto 3 system. The cable was replaced, and the issue remained. The thermocool® smart touch® sf bi-directional navigation catheter was replaced, and the issue resolved. It is suspected that there was a kink in the sheath when the thermocool® smart touch® sf bi-directional navigation catheter was reinserted into the body which might have caused the error. It was also reported a that a map shift occurred on the carto 3 system during mapping without any error messages begin given. The physician refused to create new geometry and the case was completed with fluoro. The approximate difference in catheter location before and after map shift is unknown. No patient movement or cardioversion occurred prior to the map shift. No patient consequences were reported. The customer¿s reported high force issue was assessed as not reportable since it is highly detectable when occurring and the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. The map shift issue with the carto 3 system has been assessed as an MDR reprotable malfunction.